Manufacturer narrative:
This report is for five (5) unknown 3.5 mm locking screws. Date of implant reported as (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant devices therapy date reported as (B)(6) 2016. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient sustained an open pilon fracture of the left tibia. Initial stabilization was by ex-fix external fixator, a distally based sural flap (for soft tissue management) was placed. On an unknown date in (B)(6) 2016, an anterio-lateral distal plate and 13 screws were implanted in the patient in order to fix the fracture. On an unknown date, the patient complained of pain, and it was determined that 7 of the distal screws were broken, and a non-union had developed. The patient underwent a distal tibia revision surgery on (B)(6) 2017 for the broken screws and non-union. Although the distal plate and 6 of the 13 screws were not broken, all hardware was removed. Only the tip of a distal medial locking screw remained and was embedded in the bone. The entire surgery took 12 hours to prep, and remove the hardware and to replace with nail fixation, but it is not known how much of that time was surgical delay. The surgery was completed successfully, with the patient stable during and after the surgery. Concomitant devices reported: 3.5 mm lcp anterolateral distal tibia plate (part 241.445, lot 9681639, quantity 1); 4.0 cannulated screws (quantity 2); washer 7.0 mm (part 219.98, quantity 2); 3.5 locking screws (quantity 4). This report is for five (5) unknown 3.5 mm locking screws this is report 1 of 2 for (B)(4).